Event description:
A surgeon reported a pt experienced a posterior capsular tear during phacoemulsification. The pt had a history of radiation treatment for a melanoma in the surgery eye. The surgeon indicate the cause of the incident was not related to any company products. No further info is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental addition reportable info becomes available. (B)(4).